Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's left hip was revised due to dislocation. A competitor shell and liner and a stryker head were removed. Stryker stem was well-fixed and not revised. Patient was revised to competitor shell, head, and liner.